Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted infusion set where the subcutaneous tissue was insufficient on (B)(6) 2026 which led to bent cannula and high blood glucose. The high blood glucose level was 290 mg/dl at the time of event and was treated with pump.